Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/ spinal pain. It was reported that the muscle around the patient's implant seized up and it was like she was having a continuous charlie horse. Patient stated if she sat a certain way she could get the feeling to go away but it was back once she moved a certain way again. Patient stated she went to her masseuse whom she's had for years yesterday and the masseuse asked patient if the implant had moved from where it used to be. Patient stated towards the left of the implant/ to the left of spine the skin was getting warm to touch. Patient has not tried turning her stimulator off yet to see if this made a difference for her. No further complications were reported/anticipated.